Event description:
Autosuture ta 60 was fired by the physician during bowel surgery at the point of where the open end of the bowel was closed using the autosuture. Upon inspection after firing, the staples did not "crimp", but instead went in straight. Physician had to then manually remove each staple with sharp ends into the bowel and then re-staple with another autosuture unit.